Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. There were no patient consequences and the patient will be further monitored.